Event description:
Customer reportedly obtained results of 69 mg/dl and 149 mg/dl on the compact plus system within 10 minutes. Customer ate and drank juice based on symptoms and results. No adverse event reported. Requested return of suspect system and replacement was sent.